Manufacturer narrative:
(B)(4). (B)(4).

Event description:
Procedure: spleenectomy. During removal of the spleen, the bag tore and had to be removed from the patient cavity. The device was replaced with another one.